Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia one week ago and the insulin pump over delivered the insulin. It was reported that the customer was in the hospital for six and half hours. It was reported that the customer had low blood glucose levels below 3.0 mmol/l. It was reported that the customer was treated for low blood glucose levels with glucose tablets. It was reported that the customer has been experiencing low blood glucose levels for last six months. It was reported that the customer gave herself a bolus and had current blood glucose levels of 12.0 mmol/l at the time of incident. It was reported that the customer was not using the insulin pump within forty eight hours of reported low blood glucose event. It was reported that the doctor in the emergency room changed her settings for basal rates. The customer declined to continue the troubleshooting at the time of call. Product is not expected to return for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with partially detached retainer, broken reservoir tube lip, serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).